Manufacturer narrative:
The initial MDR indicated the lot # as 7mteg15a. The correct lot # is 7mpeg15a.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer reported that he visited the physician for routine visit. The customer obtained a blood glucose reading of 79 mg/dl on his contour xt meter. Within a minute, repeat testing was performed with the physician's meter and a reading of 49 mg/dl was obtained. The customer had no symptoms of hypoglycemia. The difference between readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement product was sent to the customer.